Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed due to suspected myopotentials during a follow-up in clinic. Programming changes were made and the asymptomatic patient will continue to be monitored.